Manufacturer narrative:
The customer reports that due to the age of the reported fault, february 16, 2019, any additional information was not known. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
(B)(6) aer database: it was reported that, during patient use, there was "voltage instability" which resulted in a loss of mechanical ventilation. The anesthesia unit was replaced with another functional unit and the case was completed as expected. There was not patient injury or harm.